Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. Customer stated, the alarm occurred with a new battery insertion. Customer's blood glucose was 120 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. Troubleshooting could not be completed as the customer did not have new batteries to insert. Customer declined to return the product for analysis.